Manufacturer narrative:
User/voluntary medwatch # : mw5071887. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2017 that a flexiva 200 tractip laser fiber was used during a laser of kidney stones procedure in the kidney performed on (B)(6) 2017. Reportedly, the laser unit used was lumenis versa pulse 100 watt holmium console and settings used at the time the problem occurred was 10 watts, 0.2 joules and 50 hertz. According to the complainant, during the procedure, the operator of the device heard a loud popping sound and smelled something burning. Upon checking the fiber, it was discovered that the fiber had broken into two pieces outside of the scope. The scrub nurse also noticed that the fiber had burned a hole in her gown through to the lead x-ray skirt. It was later confirmed that the fiber burned completely through the lead skirt. The nurse was not burned. There was no reported staff injury. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be "no patient injury".

Manufacturer narrative:
Investigation results: one flexiva 200 tractip laser fiber was received for evaluation. Visual examination revealed that the fiber was returned broken into two pieces. The first piece measured approximately 127.4 cm from the top of the connector to the break. The second piece measured approximately 126.5 cm from the break and it has multiple kinks. The third piece measured approximately 22.7 cm from break to break and burn marks was seen on one end. The fourth piece measured approximately 38.5 cm from break to break and burn marks was seen on one end. The entire measurement of the broken pieces is 315 cm and approximately 46.1 cm of the fiber including the distal tip was broken off and was not returned. The condition of the returned device confirms the event. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation on august 30, 2017 that a flexiva 200 tractip laser fiber was used during a laser of kidney stones procedure in the kidney performed on (B)(6) 2017. Reportedly, the laser unit used was lumenis versa pulse 100 watt holmium console and settings used at the time the problem occurred was 10 watts, 0.2 joules and 50 hertz. According to the complainant, during the procedure, the operator of the device heard a loud popping sound and smelled something burning. Upon checking the fiber, it was discovered that the fiber had broken into two pieces outside of the scope. The scrub nurse also noticed that the fiber had burned a hole in her gown through to the lead x-ray skirt. It was later confirmed that the fiber burned completely through the lead skirt. The nurse was not burned. There was no reported staff injury. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be "no patient injury".